Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the distal end of the cat6 became kinked during initial introduction to the sheath. It was noted that the peel-away introducer sheath was not being used. Therefore, the cat6 was not used in the procedure. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.